Manufacturer narrative:
Product involved in incident was not returned for evaluation. Dhrs were reviewed and no records confirming the defect were observed. Archival samples meet requirements of specification. 10 pen needles from archival sample were tested with triple puncture into a silicone cube with a hardness of 55 shore (imitating the hardness of human tissue). No defects were observed during test. The defect is not confirmed. Root cause analysis was not conducted. No CAPA initiated. If product involved in complaint is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Customer is stating that over the course of time she found defective needles in her techlite pen needle product. She is using lot number y46zp5, expiration 2023-12-01. Part 236132. She uses humalog kwik pens. She states that she is finding dull needles that will not go through her skin and some are coming in the packaging that are broken or crooked. Replaced devices and sent rl.